Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2020, due to steadily increasing thresholds. The patient is dependent and paces 100% of the time. There were no adverse events to the patient at any time.